Manufacturer narrative:
Expiration date - unknown due to unknown lot number. UDI - unknown due to unknown lot number. Explanted date: device was not explanted. Device manufacturer date - unknown due to unknown lot number. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that after the coiling for aneurysm, the angio-seal was placed properly, and homeostasis was successfully achieved at 17:00 on september 1. On the next morning, after 12-14 hours had passed, around 8 o'clock, an intensive care unit nurse, who came into the patient's room to remove compression pads from the patient, found the patient on all fours and bleeding at the puncture site. Hemostasis was performed and successfully achieved by manual compression. It is assumed that as a result of this abnormal behavior, which is thought to be associated with postoperative delirium, excessive force was applied on the puncture site and resulted in bleeding. Therefore, excessive force caused by the posture on all fours is assumed to have caused the bleeding. There were no other devices or equipment used with the reported product. The blood loss was less than 250cc's. The procedure before deploying the device was coiling. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 7 fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 5 mm. Non-serious health damage for the patient. The patient was discharged. Bleeding occurred out of the procedure room.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.